Event description:
The hcp reported pt experiencing withdrawal symptoms of shaking, nausea and a "crawling up the walls" feeling. A dye study was performed, which revealed the catheter was not patent. The device was explanted and replaced with a similar device. Implant duration was 86 months. The patient recovered without sequela.